Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Review of electrograms (egms) did not show a clear t-wave after rv pacing, and the rv complexes seemed to be marching through at a rate unrelated to ventricular pacing. Rv thresholds had increased from 1v to 1.8 v, and the next four days of right ventricular automatic threshold (rvat) testing were unsuccessful due to low evoked response. Additional information received reported that this rv lead surgically abandoned and replaced due to high pace impedance measurements. It was noted that the pacemaker was also explanted and replaced during the same procedure due to normal battery depletion (nbd). No additional adverse patient effects were reported.